Event description:
A report was received that the patient's ipg was replaced because the patient believed the ipg would not hold a charge. The patient's database was never analyzed by bsn and no troubleshooting attempts were made. The patient's surgeon elected to replace the ipg. The patient is reportedly doing well.